Event description:
Boston scientific corporation became aware of the following event that involve axios stent and electrocautery enhanced delivery system through an article titled, "plastic versus metal stents for transmural drainage of walled-off necrosis with significant solid debris: a randomized controlled trial" by gaurav muktesh, et al. The aim of the study is to compare plastic stents and metal stents for drainage of symptomatic won with significant solid debris (greater than or equal to 20%). Between august 2020 and july 2021, a total of 117 patients with acute necrotizing pancreatitis (anp) and won were assessed for inclusion. Among the 117 patients, 48 patients met the inclusion criteria. Ultimately, 24 patients were randomized in each study group. According to the article, all patients were followed up for 3 months. In each study arm, 21 patients had disconnected pancreatic duct syndrome. In the metal stent group, metal stents were replaced with plastic stents in 15 patients (62.5%). Seven patients had a completely collapsed cavity at the end of 3 weeks, precluding the possibility of replacement with a plastic stent. Only one patient experienced asymptomatic recurrence in the metal stent group at 3 months, observed on abdominal us.

Manufacturer narrative:
Block b3: the exact date of event was not reported. The article published date is used for the estimated date of event. Block d4, h4: the literature article did not provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block e1: initial reporter's facility name: post graduate institute of medical education and research, gastroenterology, block g2: literature source: kakadiya r, muktesh g, samanta j, mandavdhare hs, gupta p, shah j, sarma p, gupta v, yadav td, jena a, sharma v, kochhar r. Plastic versus metal stents for transmural drainage of walled-off necrosis with significant solid debris: a randomized controlled trial. Endosc int open. 2023 nov 10;11(11):e1069-e1077. Doi: 10.1055/a-2185-6318. Pmid: 38500708; pmcid: pmc10946060. Block h6: imdrf patient code e2401 captures the reportable patient complication of disconnected pancreatic duct syndrome. Imdrf patient code e1021 captures the reportable patient complications of recurrent pancreatitis. Imdrf impact code f2302 captures the used of additional plastic stent device to complete the procedure. Imdrf impact code f23 captures the additional intervention of placement of percutaneous catheter drainage.